Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eos battery status. The device had been implanted for 110 months and 30 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the atrial, ventricular and far-field channels of episodes 38 and 39, recorded on october 2nd, 2024, from 11:28 h to 11:29 h and 11:30 h to 11:37 h, respectively. The data further showed that the device automatically activated the eos battery status on the same day at 11:37 h. The frequency and morphology of the sensed signals of episodes 38 and 39 can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. Furthermore, further inspection of the data revealed the detection by the ICD of a magnetic field on october 2nd, 2024, at 10:53 h. However, the data documented that the MRI mode was not activated on october 2nd, 2024. In a next step, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the device status mos2. The battery voltage of 2.84 v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the eos status most likely resulted from an MRI scan without prior activation of the MRI mode. Please note, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.

Event description:
It was reported that the device was explanted due to eos status.